Event description:
We had a nurse complain of not being able to push the following atropine syringes (ndc 16729-484-03 manufactured by accord) through our standard ICU medical IV tubing (list no 14687-28 primary plum set). They were able to withdraw contents into another syringe and administer. They did not report any adverse outcome because of this, but it certainly has the potential to cause delays. We also noticed there may be a possibility of breaking off a small plastic piece that could possibly be infused into the patient as well (if that is possible with the tubing). I reported this to accord. The syringes do not seem compatible with our tubing. I'm assuming this may apply to all of these type accord syringes with smaller gauge hole and our ICU medical tubing. Reference report: mw5116469.